Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to extrusion. The device was explanted (B)(6)2011. It is unknown whether the patient was reimplanted with another device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.